Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was coming out of the patient's pocket on the same day of implantation. The patient had left it as is and during a follow up the device was still coming out. "Though infection was not significantly noted at the incision site, but antibiotics were prescribed to the patient." The device was removed and replaced. No further patient complications have been reported as a result of this event.